Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information that the bed was damaged by the patient who was banging, pushing, and pulling on the side rail. According to the instructions for use for citadel plus bed (IFU 831.374, rev.14), the safety sides shall be checked every day by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment.

Event description:
The customer reported that upon waking from surgery, the patient became agitated and was banging, pushing, and pulling on the side rail, which resulted in its detachment from the citadel plus bed frame. No injury was reported. Inspection conducted by arjo service technician revealed that screws holding the panel to the metal plate were ripped off. Photographic evidence provided confirmed malfunction.